Event description:
It was reported that the patient experienced an underdose. A dye study was performed, but they could not aspirate the catheter so a revision was done on (B)(6) 2011. The surgeon had difficulty taking the sc connector and disconnecting it from the pump. The metal piece on the inside of sc connector seemed to be staying on the pump. They checked for cerebrospinal fluid (csf) backflow at various spots along the catheter and it was decided when they did not receive flow to pull the intrathecal end of the catheter out of spinal column. After pulling quite a bit back the physician did see csf and entered a new catheter at one vertebral level higher due to some resistance met at previous entry site. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).